Event description:
A zoll distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device eval summary: device electrode of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt trunk cable connector was physically damaged, preventing the electrode belt from properly connecting to a monitor. The root cause for the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged connector.